Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited that the meniscus of the charged coupled device section was broken and therefore the image quality was poor, and the distal end of the insertion section had contour sharpness. There was no patient involvement.